Manufacturer narrative:
The product will not be returned for analysis. A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant product: carto 3 system us catalog #: fg540000 serial #: unknown. Manufacturer reference # (B)(4).

Event description:
It was reported that during an a-fib procedure, it was noticed that the patient's blood pressure dropped and a pericardial effusion occurred. The physician was able to stabilize patient blood pressure and stopped the procedure. The physician felt the problem happened when he tried to do a double transseptal puncture. The physician's opinion regarding the causality of the pericardial effusion was due to difficult transseptal puncture. The patient was discharged in stable condition. There was no product issue.